Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead had migrated and patient lost effective therapy as a result. To address the issue, patient underwent surgical intervention on (B)(6) 2025 during which the lead was repositioned. Therapy was restored post-op.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025 during which the lead was repositioned. Therapy was restored post-op.

Manufacturer narrative:
Corrected: b5. Corrected: h6. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.